Event description:
During the operation using austin moore, both rasp and trial could fit into femoral canal though stem could not fit. The surgeon hit the stem, however the stem was still sticking out of femoral canal 5mm to 10mm. The surgeon commented that he cut part of the fin of the stem. There was no adverse consequence for the pt or delay in surgery or anesthesia time.